Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was empty and an empty cartridge alarm occurred. Reportedly, this occurred on multiple occasions. The user's blood glucose (bg) level was 242 mg/dl. The bg level was addressed with a bolus via the pump.